Event description:
It was reported that there was a coupling problem. It was noted that the patient had been getting 8 bars of coupling for recharging without difficulty up until three days prior to the report. The patient had noticed that the location of the appropriate recharging area had appeared to be more difficult on (B)(6) 2014, when the patient recruited only 4 boxes and then since then only 2. On the day of the report at the clinic, they tried using a spacer and did the antenna locate (al) feature but were only getting 2 bars. It was noted that there was an al 62 for three numbers. Another recharger was tried with the same result. It was noted that they moved the charging disk all around the implantable neurostimulator (ins) and tried with the patient sitting, standing and lying on the abdomen. The reporter stated that they were able to briefly (30 seconds) get 4 bars on the screen but otherwise only got 2 bars. A fluoroscopy of the ins appeared that the ins was correctly oriented per the reporter and did not look ¿flipped.¿ it was noted that the patient was ¿fleshy¿ and had loose skin in the ins area. The reporter noted that the ins was sitting upside down in the pocket but that it should not affect coupling. It was noted that the ins was prominent and depth was good per the reporter. It was noted that the patient did not use the belt to charge but used a pillow to prop up the recharger and charged that way. The patient was on high frequency settings requiring recharge every day to maintain 1/2 battery charge. It was noted that the recharge report showed the charging interval and percent charged as described by the patient. Estimated recharge intervals were calculated on the longevity calculator and were as follows: based on 0-1+2+ 4v, 150us, 1200 hz, 300 ohms (estimated group z) = 1.36 days which is about what the patient was experiencing. Clinician programmer statistics were as follows: (B)(6), 0.1, 75<(>&<)>; (B)(6), 3.1, 100%; (B)(6), 2.4, 100%; (B)(6), 0.2, 75%; (B)(6), 5.4, 100%; (B)(6), 2.5, 75%. Typical statistics were as follows: 25 sessions, 2.5 hours, 0.5 days and 2 bars typical coupling. The recharger statistics were all from (B)(6) 2014 with 0 bars average coupling. The reporter had 3 viable sessions on (B)(6) 2014 of 10, 6, and 1 minute durations. It was noted that there was no advancement in charging and they stayed at 3.87v. It was noted that no patient symptoms were associated with the event and that the patient was referred for an evaluation and possible pocket re vision. It was further reported that the ins was flipped. The health care professional was able to reposition in the office. The patient was scheduled for a pocket revision on (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Follow up information received reported that after the ins was manipulated, a mesh pouch was put over the ins and sewn in the pocket. The patient was then able to recharge. If additional information is received, a follow up report will be sent.